Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 396mg/dl (meter), 310mg/dl (lab). Tests were done 11-20 mins apart with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.